Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " uncemented total hip arthroplasty can be used safely in the elderly population". Written p. M. Lewis, f. J. Khan, j. R. Feathers, m. H. Lewis, k. H. Morris, j. P. Waddell published by bone & joint open in may 2021 was reviewed. The articles purpose was to document accurately, prospectively collected data, for a large number of patients undergoing cementless thas of all ages. In total 1,091 primary tha constructs were implanted from june 2010-june 2019. Follow up ranged from 9 months to 9 years and 9 months. Depuy products: -uncemented corail stem -pinnacle cup -metal or ceramic femoral head -marathon lipped polyethylene liner adverse events: -3 deaths reported within 90days, but no there was no 90-day mortality was identified by the njr -25 patients had femoral fractures treated with orif or cables (intra-op or post op) -1 patient with transient femoral nerve palsy -1 patient with community cardiac arrest -1 patient with post-op myocardial infarction -1 patient with post-op pulmonary embolus revisions hip independent: patient 1 (age at primary (B)(6)) persistent wound ooze, positive cultures. Patient 2 (age at primary (B)(6)) - persistent wound ooze, positive cultures. Patient 3 (age at primary (B)(6)) persistent wound ooze, positive cultures, hematoma evacuation. Patient 4 (age at primary (B)(6)) wound ooze and positive cultures. Patient 5 (age at primary (B)(6)) wound ooze and positive cultures. Patient 6 (age at primary (B)(6)) wound ooze, fall, and hematoma. Patient 7 (age at primary (B)(6)) positive cultures. Revisions hip dependent: patient 1 (age at primary (B)(6)) dislocation x3 and bearing exchange. Patient 2 (age at primary (B)(6)) dislocation x3 and bearing exchange. Patient 3 (age at primary (B)(6)) - traumatic b2 fracture revision of a size 14 high offset to a long stem and cup retained. Patient 4 (age at primary (B)(6)) dislocation x3 and revision to constrained liner. Patient 5 (age at primary (B)(6)) traumatic b2 fracture - revision of a size 16 high offset to a long stem and cup retained. Patient 6 (age at primary (B)(6)) traumatic b2 fracture - revision of a size 11 high offset to a long stem and cup retained. Re-revision hip dependent: patient 1 (age at primary (B)(6)) aseptic femoral component subsidence.